Manufacturer narrative:
The insulin pump was received with broken battery tube threads. The insulin pump failed the displacement test due to an out of phase motor encoder.

Event description:
The customer reported a cracked battery compartment. Advised the customer that the insulin pump would be replaced. Nothing further was reported.